Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer did not boot up, it booted to an error screen. The hard drive was reconfigured, reloaded and the software updated. Analysis further noted that the power supply and system fan were noisy, the slide keyboard was missing, the keyboard was pulling apart at its right hinge pin and the stylus was bent but functional. All found defective parts were replaced and additionally the stylus was calibrated to the touch screen. (B)(4)

Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event.